Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the small battery drive device handpiece lost power while being used with the quick coupling device. It was reported that there was no issue with the coupling device. It was reported that they attempted changing the battery but that did not help. There was a five minute delay to the planned surgical procedure and the surgery was successfully completed using an identical spare device. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no power, had worn out beagings and was not functional; coupling head was worn, trigger was sticking, electronic control unit was damaged (works intemittently and cover came off); and the electric motor was damaged, had rough rotation and was noisy. Therefore, the reported condition was confirmed. The assignable root cause determined to be due to component wear from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate